Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a hole or scratch near the tip where the tip cover accessory goes. The orange section was exposed and the instrument insulation was not sufficient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage noted. The cannula was inspected prior to use and the pin gauge was used to inspect the cannula. The erbe was used with the setting 3. The instrument tips did not collide with any other instrument or tool during procedure and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The grounding pad was used on the upper leg and there were no issue noted. The installation tool was used while installing the mcs tip cover accessory beyond the orange surface. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Fa found the primary finding of the scratch marks/abrasions on the tube extension to be related to the customer reported complaint. The mcs instrument had exhibited signs of the scratch marks/abrasion on the tube extension with material removed and the scratch mark measured roughly 0.029¿ x 0.053¿. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. A review of the instrument log for the monopolar curved scissors (470179-19/ k142107120095) associated with this event has been performed. Per logs, the monopolar curved scissors was last used on (B)(6) 2021 during a procedure on system sk5020. The alleged instrument had 5 uses remaining. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported based on the following. Failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.